Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic follow up, several vt episodes was found in the device memory. In one case, the tachy therapies were inefficient to stop the fast vt. The patient was hospitalized and received medication to resolve the issue. The patient's medical condition was good afterwards.